Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a regular follow up. Upon interrogation, it was noted that there was loss of capture and the lead was found to be dislodged into the pacer pocket. Programming changes were performed. Patient was asymptomatic, was stable pre, during and post interrogation.

Event description:
New information received indicates that the dislodged lead was explanted and replaced on (B)(4) 2018. Patient was stable pre, during and post procedure.

Manufacturer narrative:
The reported events were lead dislodgement and no capture. As received, a complete lead was returned in one piece. The s-curve height was measured to be within specification. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.